Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. The helix was retracted and there was dried blood/body fluid in the helix housing with tissue entwined in the helix. Electrocautery damage and twisting was noted on the lead insulation in multiple places. Environmental stress cracking (esc) was noted approximately 60-410 mm from the terminal pin. The esc was on the surface only. There were tears and abrasion observed in both the outer and inner insulation approximately 290 mm from the terminal pin likely a result of clavicle damage. The outer coil measured open which is consistent with an outer coil fracture. Visual inspection confirmed a fracture of the outer coil 290 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead exhibited, high, out of range pacing impedance (greater than 2,500 ohms) and a suspected lead conductor fracture. The lead was surgically explanted and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead exhibited, high, out of range pacing impedance (greater than 2,500 ohms) and a suspected lead conductor fracture. The device remains implanted. No adverse patient effects were reported.